Event description:
During removal of a polyp using cautery the olympus monitor located on the boom blacked out. The md had to turn his head around and look at the monitor behind him to see the cautery cut.